Event description:
A customer contacted beckman coulter inc (bec), and indicated that the act diff analyzer is dripping a few drops (1-2 drops) of clear liquid from the probe after each cycle which was not contained within the instrument. The operator was wearing gloves and a lab coat. There was no exposure to open wounds or mucous membranes. No one sought medical attention. Material safety data sheet (msds) was not reviewed. There is an exposure/risk management plan available at the facility. There was no impact to patient results. There was no death, injury or an effect to patient treatment. A customer technical specialist (cts) instructed the customer not to use the instrument until service could be provided.

Manufacturer narrative:
Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The probe may contain blood, controls and diluent during normal operation, and cleaner during shutdown. Bec field service engineer (fse) replaced the air filter and vacuum low line to address this issue. A clear failure mode of this event is unknown, but most likely is attributed to the air filter. (B)(4).